Manufacturer narrative:
(B)(4). The customer returned four units 543965 auto endo5 ml for investigation. Three of the returned samples were representative samples. The returned samples were visually examined with and without magnification. Visual examination of the actual sample revealed that the device appears used as there is biological material present on the device. The representative samples all appeared typical. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the actual sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device. However, it was able to close. Another attempt was made and the next clip was able to properly close. The third clip was also able to properly load and close. Two clips were applied to over-stressed surgical tubing and were able to properly close. The remaining clips were all fired with no issues. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. No other defects or anomalies were observed. Other remarks: next, one of the representative samples was tested. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. Two clips were applied to over-stressed surgical tubing and were able to properly close. The remaining clips were all fired with no issues. The representative sample was received with all 15 clips remaining in the channel. No defects were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused or contributed to this event. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clip does not close" was confirmed based upon the sample received. Four devices were returned with three of them being representative samples. Upon functional inspection of the actual device, it was found that the first clip was unable to properly load but was able to close. However, the remaining clips were all able to properly load and close. The device was received with 8 clips remaining in the channel indicating that the end user fired 7 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined what caused the first clip to not load properly. One of the representative samples was tested and no issues were found. No further action will be taken.

Event description:
The clip does not close or the closing mechanism does not work. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1600555 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip does not close or the closing mechanism does not work. The patient's condition was reported as fine.